Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. No replace battery now alarms or battery power loss alarms noted during testing. However, low battery alarm was confirmed in the history file and then power error alarm was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with minor scratches on case and minor scratches on lcd window.

Event description:
The customer's mother reported via phone call that they got replace battery now alarm on insulin pump. Customer¿s blood glucose level was unknown. Troubleshoot was performed for replace battery now alarm. Customer's mother stated that they did get low battery alert prior to the replace battery now alarm. The insulin pump was returned for analysis.